Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) exhibited multiple syncopal episodes. Review of the ICD data did not indicate a reason why the patient would be syncopal and it does not appear to be arrhythmia related. The patient was also noted to have proper capture and a sinus rhythm coming through. An old episode of inappropriate anti-tachycardia pacing and shocks were delivered multiple years ago while the patient was in the united states. At this time no changes have been made and the ICD remains implanted and in service. No additional adverse patient effects were reported.